Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge detection message occurred during the load sequence. A new cartridge was ultimately loaded successfully and insulin delivery was resumed. Customer's blood glucose level was 60mg/dl.